Manufacturer narrative:
H4 - device MFR date, d4 - serial, d4 - catalog number was unknown the device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a oncology kit w/chemolock w/chemoclave; spinning spiros w/red cap with unknown ln and sn: it was reported that the registered nurse reports a onetime event of syringe leaking when using chemolock spinning spiros on syringe and it seems that the liquid was leaking somewhere around spiros piece. There was no reported patient involvement and harm.